Manufacturer narrative:
E.3. Other occupation: pharmacy informatics specialist. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers 3.1 and 3.2 were not detected on the bus. The field service engineer (fse) opened the back of the station and observed that the right-side lights on both drawers were blinking. The station was shut down, the drawers opened, and both retractor bands were replaced. After closing the drawer, the station was booted into the hardware test application (hta), where the drawer displayed four good lights and passed testing. The station was then rebooted into the application, and the user logged in to inventory the medications. All pockets and drawers were confirmed to be working properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es ladmain2 main drawers 3.1 and 3.2 device was not detected on bus. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.